Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report a permanent out of range alert on (B)(6) 2014. Patient's father removed current transmitter and changed to an old transmitter including reprogramming the receiver to the old transmitter iid and the out of range alert was resolved. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).